Manufacturer narrative:
The reported field event of backup was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi. The device reached elective replacement indicator. The device was explanted and replaced on (B)(6) 2019. Patient was stable.